Event description:
It was reported that the dr had a very difficult time deploying the filter. The filter was caught in delivery system and required manipulation in order to release. Dr stated that it may possibly have jumped as well. No harm to patient.